Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), he had to switch to the foot pedal; control for the bur to start working.

Manufacturer narrative:
Reported event: the anspach integration packaging assembly with reported event of. (B)(4). Replaced the anspach controller assembly to isolate multiple cutter errors during pka cases. All presurgical testing has passing results. Burr status has passing results. No cutter test completed. Staff at hospital would not allow a tray from central supply to be used. With passing results on burr override, burr status, anspach portion of cutter test, and all presurgical testing, the system is ready for clinical use." Device history review: a review of the DHR associated with rio 442 found quality inspection procedures successfully passed. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the anspach integration packaging assembly console having to be replaced in order to pass burr check. There have been no other similar events for the referenced serial number. Conclusions: replaced the anspach controller assembly to isolate multiple cutter errors during pka cases. All pre surgical testing has passing results. Burr status has passing results. No cutter test completed. Staff at hospital would not allow a tray from central supply to be used. With passing results on burr override, burr status, anspach portion of cutter test, and all presurgical testing, the system is ready for clinical use." Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
While the surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), he had to switch to the foot peda; control for the bur to start working.